Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to push insulin from the reservoir into the infusion set tubing. The customer did not know the blood glucose reading. She stated that she had tried to switch the infusion set tubing while using the same reservoir, but she was still unable to push insulin through with a manual plunger push. She stated that she tried a new reservoir with the tubing and was able to successfully push insulin through. She was advised to replace the reservoir and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.